Manufacturer narrative:
B3: olympus detected the issue during device servicing, therefor there is no information regarding the customer reported event date. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the broncho videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed the plastic distal end cover was chipped and burned. There was no patient involvement.